Event description:
Caller reported a power source alert with their pump. There was no reported impact to the customer's blood glucose level. The customer attempted several troubleshooting steps, including trying different wall adapters and charging cables, but the issue persisted. Consequently, technical support arranged to replace the malfunctioning pump. The customer was informed to put the pump into storage mode before returning it and to use a backup therapy to ensure uninterrupted insulin delivery.